Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the heater cooler would not make ice. The green light on the panel came on, but the compressor would not turn on. The device was not changed out. There was plenty of ice in the original ice block to complete the procedure and to be able to provide cold water to both the oxygenator heat exchanger and the cardioplegia heat exchanger. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.